Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during an oral max surgery for a sagittal split osteotomy case, the blade broke at the weld between the blade and the shank. It was further reported that the broken piece was removed from the surgical site and the surgeon has no concerns about any pieces being left behind in the patient. It was also reported that another blade was readily available and the procedure was completed successfully.